Event description:
The initial reporter alleged an increase in unexpected reactive rates with the kit cobas 6800/8800 mpx 480t us-ivd assay on the cobas 8800 instrument. The customer reported that the unresolved reactive rate increased to 0.14% in (B)(6) 2021, exceeding their threshold of 0.10%. Historical data provided by the customer showed that the reactive rate had been below 0.10% in the months prior to (B)(6) 2021. The data covered the period from june to august 2021 and included results from three different reagent lots (g10208, g15726, and g27852).

Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6). The investigation did not identify a product issue with the kit cobas 6800/8800 mpx 480t us-ivd assay. A review of customer-provided data, covering the period from june to august 2021 and involving three reagent lots (g10208, g15726, and g27852), did not reveal any hardware-related issues or patterns in the distribution of reactive results. Batch trend analysis and complaint history analysis for the reagent lots also did not indicate any trends or anomalies. No correlation was found between the unresolved reactive rates and an increase in invalid rates. A definitive root cause for the reported increase in unresolved reactive rates could not be determined.